Event description:
It was reported that the device was used during a prostate procedure. The doctor applied the device to the string of a mamo bag and the clip applier locked with jaws closed. The orange indicator had only just entered the window. Additional information 3/22/2010: "I believe the jaws were opened forcibly. When I went to pick instrument up the jaws were open and were dry fired in front of me by sister so jaws are open now."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.